Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd microfine ultra pen needle experienced difficulty operating or not working/functioning properly during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: I am very disappointed by the design change your company made with the transition from the tried and true bd microfine ultra 32g 4mm pen needles to their new replacement, the bd ultrafine pro 32g 4mm pen needles. The new plump design with the short, wide head is extremely hard to use when making an injection, since you don't see where the needle goes and you get the feeling that cannot penetrate as deeply as before when pushing it in fully. Besides I think that the needle quality is also not the same anymore, since even when acting very carefully, the new needles hurt a lot where the old ones would barely be felt at all. And penetrating the skin is a lot harder than with the old needles, too. It takes much more power to push through! Finally, the flow is harder than with the old needles, probably because the walls of the new needles are thicker. I need to exercise much more power on the pen to pump the insulin through now.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd microfine ultra pen needle experienced difficulty operating or not working/functioning properly during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: I am very disappointed by the design change your company made with the transition from the tried and true bd microfine ultra 32g 4 mm pen needles to their new replacement, the bd ultrafine pro 32g 4 mm pen needles. The new plump design with the short, wide head is extremely hard to use when making an injection, since you don't see where the needle goes and you get the feeling that cannot penetrate as deeply as before when pushing it in fully. Besides I think that the needle quality is also not the same anymore, since even when acting very carefully, the new needles hurt a lot where the old ones would barely be felt at all. And penetrating the skin is a lot harder than with the old needles, too. It takes much more power to push through! Finally, the flow is harder than with the old needles, probably because the walls of the new needles are thicker. I need to exercise much more power on the pen to pump the insulin through now.